Manufacturer narrative:
(B)(4). Batch # u5et41. Lot # 284a23. The following was requested but unavailable: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties however, the staple line at the distal end showed that 2 staples were malformed. No conclusion could be reached on what caused the malformed staples. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparotomy/open colectomy, the load did not fit the autosuture. There were no patient consequences reported